Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect (uim) for evaluation.

Event description:
The customer reported a blank display on startup on this avea ventilator. The customer reported no patient event associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components, found a blown inverter fuse (f1) and a shorted transformer (t1). The fa lab duplicated the customer event, which was due to a blown f1 and shorted t1. The root cause is associated with a material issue of the components within the uim.